Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - 2001. Date explanted - 2001. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional revision procedures for this patient reported on medwatch number 1825034-2016-01082. Product location unknown.

Event description:
Patient underwent a right hip revision due to unknown reasons. No further information has been provided.